Manufacturer narrative:
The device was received by the baxter service facility, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. The reported problem of ' system error 345' was confirmed in the event history log (ehl) review as 'system error 345' messages, but not reproduced during service. The cause was identified to be the upstream sensor which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump at baxter (B)(4), the device alarmed system error 345 (thermistor disparity). No additional information is available.